Manufacturer narrative:
(B)(4). Unit passed displacement test. Unit received with partially broken off reservoir tube lip and missing reservoir tube lip o-ring. Unit received with detached end cap. Unit received with cracked case at the display window corners and battery tube threads. Unit received with minor scratched display window and case.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was unknown at the time of the incident. Customer states that when she 6did a set change the rubber gasket of reservoir compartment came off. Customer reported that due to the crack on reservoir compartment rubber ring was came off. Customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.